Event description:
The patient reported that surgery to remove granuloma at catheter tip was performed in 2001 and the pump was subsequently explanted 2 months and 23 days later. Information rec'd reveals that the pt underwent revision of the catheter in 1999 for "disconnected and retracted lumbar intraspinal catheter". The pt reported that he was getting good relief with the pump until symptoms developed prior to removal due to granuloma. The pt also reported that he has lost feeling in his left leg, has difficulty walking and has higher sensitivity on his right leg and foot. We have not rec'd confirmation of the grunuloma from the hcp, despite multiple attempts.